Manufacturer narrative:
The subject product was discarded by the user facility, however, a photo was provided and was reviewed. The photo evaluation confirms the presence of small off white particles foreign material on the handle with an unknown origin. A determination of what the foreign material is cannot be made without the sample to evaluate. As reported the optifix was not used on a patient and the reported issue was noted to be an out-of-box condition. Based on not having the sample returned to evaluate, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint for the 490 units manufactured in (B)(6) of 2018. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Discarded by user facility.

Event description:
It was reported per the bd sales rep. That while observing a case yesterday morning, the scrub tech opened a box of optifix and on the handle was a foreign substance that got on her glove. The device was reported to be hospital stock and was not brought in by the tm. As reported the package was completely sealed prior to opening and there was no damage to the device package. There was no patient interaction reported.